Manufacturer narrative:
Conclusion code: removal difficulties. From (B)(6) 2012, until the spring of 2013, dr (B)(6) at (B)(6) was testing adaptic touch (without any participation or knowledge of a use of wound dressings used to cover donor sites in severely burned pts, the hospital changed to using adaptic touch with a secondary dressing of mull gauze. Adaptic touch was left on the wound for a minimum of 7 days, very often though for 10-14 days. The mull gauze was changed more often. In a number of cases with removal of the adaptic touch, fresh grown tissue was dislodged and the pts complained about pain. With one pt the adaptic touch had to be removed surgically. Lot numbers of product used during the period (B)(6) 2012 to the date of the event (B)(6) 2013, were lot 1243 (exp 2014/08), lot 1303 (exp 2014/12), lot 1201 (exp 2013/12) and lot 1246 (exp 2014/10). It is not known which lot was related to the adverse event.

Event description:
Knitted cellulose acetate silicone non-adherent dressing applied to base of wound. The dressing was used to cover donor site in severely burned pt. Knitted cellulose acetate silicone non-adherent dressing was left on the wound for between 7 days and 14 days with a secondary dressing of mull gauze. The knitted cellulose acetate silicone non-adherent dressing adhered to the fresh tissue and had to be removed surgically.